Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, right atrial (ra) and right ventricular (rv) lead presented to the emergency room with a fever due to suspected sepsis and was observed to have runs of torsades with pacemaker spikes present. Review of stored device memory also noted undersensing on the rv channel in addition to stored ventricular tachycardia (vt) and non-sustained ventricular tachycardia (nsvt) episodes. Boston scientific technical services (ts) discussed potential causes of the observed pacing. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of rv undersensing was determined to be related to low amplitude ventricular activity. It was unknown if sepsis was confirmed. No programming changes or invasive intervention was undertaken.